Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having their heart rate beat faster around their modem. The leadless pacemaker remains in use. No further patient complications have been reported as a result of this event.